Manufacturer narrative:
The device was returned, and visually investigated. There were no signs of physical damages or wear and tear to the clip cartridges and its packaging. For functional testing, a clip cartridge was inserted into a working clip applier. All ten clips were released crimped and closed as the trigger from the clip applier was squeezed. No complications, hesitations or jamming was observed. This process was repeated 5 times. Still no defect was detected. This complaint is unconfirmed.

Manufacturer narrative:
A product investigation is not possible at the moment. The clip cartridge was not returned to microline inc.

Event description:
During a laparoscopic cholecytectomy surgical procedure clips from the m/l-10 clip cartridge began to lock on duct and would not release from the ml-10 clip applier. Surgeon had to force the applier off the clip attached to the duct . No patient damage reported